Manufacturer narrative:
Additional information: h3, h4, h6 and h10 h10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, water droplets were visible on the housing below the dialysate connector. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a crack in the header cap of a polyflux 17l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.